Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, granuloma, silicone migration.

Event description:
Physician reported for right side ¿implant rupture and siliconomas in ICD and right axilla¿. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted.

Event description:
Physician reported for right side ¿implant rupture and siliconomas in ICD and right axilla¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -granuloma: unable to confirm as it is a medical event not related to the device. -silicone migration: unable to confirm as it is a medical event not related to the device. -seroma-late: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: a2, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening (shell thickness within specification) and one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Seroma-late: unable to observe since it is a medical event and is not related to the device. Silicone migration: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. Brown particles were observed on the gel.

Event description:
Physician reported implant rupture and siliconomas in ICD and right axilla,. Subsequently, physician has reported seroma. Device has been explanted. This relates to the right side.